Event description:
It was reported that a pump over infused dobutamine to a patient. The infusion was programmed to deliver 250ml at a rate of 24ml/hr. The infusion began at 17:51 and at 22:14 the user cleared the volume and stated that approximately 150ml were in the container. At 23:13 the container was observed to be empty.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Additionally a flow rate test was performed per the sigma preventive maintenance procedure and found to deliver within specification. Flow rate tests were also performed per the sigma preventive maintenance procedure and using the event infusion parameters found in the history log (for a period of one hour) utilizing the event IV set, with the unit passing. Sigma visually inspected the event IV set. No evidence of a malfunction was discovered. Review of the history log supports the reported event parameters; however no malfunction could be identified.